Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history review (DHR) cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 52 complaints, regarding 52 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, as-ifs2, airseal ifs, 230v, was being used during a protectomy procedure on (B)(6) 2025 when it was reported, ¿during procedure, airseal would shut off periodically with a loss of pneumo, which made it difficult to continue procedure robotically, two tubings and machine were changed, the same trocar was used throughout it was then decided to convert patient to open.¿ further assessment questioning has been sent; however, to date conmed has not received a response. It was reported that the patient had prolonged hospitalization; however, the amount of time is unknown. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, was used during the procedure and will be listed as a concomitant device. This report is being raised due to the reported injury of closed procedure converted to open procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, as-ifs2, airseal ifs, 230v, was being used during a protectomy procedure on (B)(6) 2025 when it was reported, ¿during procedure, airseal would shut off periodically with a loss of pneumo, which made it difficult to continue procedure robotically, two tubings and machine were changed, the same trocar was used throughout it was then decided to convert patient to open.¿. Further assessment questioning has been sent; however, to date conmed has not received a response. It was reported that the patient had prolonged hospitalization; however, the amount of time is unknown. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, was used during the procedure and will be listed as a concomitant device. This report is being raised due to the reported injury of closed procedure converted to open procedure.